Event description:
A penile prosthesis, placed at another facility in 1991, stopped working and was found to be fractured. It was explanted on 1/24/94 and another co's malleable prosthesis was implanted.